Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer had been hospitalized for high blood glucose and needed assistance with getting the pump paired to the meter. The customer was taken to the hospital by ems on (B)(6) 2017 between 8:30 to 9:00 pm with a blood glucose of 292 mg/dl. He had symptoms of a high fever, pain in his testicles and hip, passed out three times, shaking and could not walk. The customer¿s wife said that there were no significant events that led up to the hospitalization and that everything happened suddenly. The customer was treated with fluids and he was wearing the pump at the time of the hospitalization. He was hospitalized because of high blood glucose. The caller said that he was treating with the pump and declined troubleshooting for the high blood glucose. The caller was assisted with successfully pairing the pump and the meter. The insulin pump will not be returning for analysis.